Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (B)(4) alleging the onetouch ultramini meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with insulin and oral medication. The reported issue began on (B)(6) 2013, at 1:30 pm. The patient reportedly was not able to test at the time of concern. By 2 pm, she indicated she had symptoms described as ¿went very low and felt shaky and confused.¿ there was no report of any required hcp medical intervention. During troubleshooting, the patient did not have a replacement battery to resolve the issue. There was no product misuse. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2014, with the following findings: the meter was found to have a dead battery. The subject meter working accordingly after the a new battery was installed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.